Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump touchscreen was "shattered" and the cause was not known. The pump was functional. Blood glucose level was not provided. The customer was to continue to use the pump for insulin delivery.